Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. No predilatation was performed on any of the target lesions prior to stenting. One xience v stent 1009547-28 / 8040161 was implanted in the distal cx. Two xience v stent 1009545-28 / 8040361 and 1009546-23 / 8051461 were implanted in the distal rca overlapping. One xience v stent 1009547-12 / 8010761 was implanted in the prox rca. Beginning in 2009, the pt was experiencing chest pain; however, no treatment was performed at this time. The following month, the pt was still experiencing chest pain and was rehospitalized for a procedure to redo a severely stenosed coronary artery bypass graft previously performed on the pt. (This is assuming the procedure was performed prior to the pt expiring.) It was also reported that the pt expired. No additional event or pt information has been reported.

Manufacturer narrative:
The three xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number.